Manufacturer narrative:
An in-house investigation confirmed that the drug mifepristone causes interference/cross-reactivity with the architect estradiol assay leading to falsely elevated estradiol results. A product correction letter was issued on 05feb2019 to all architect estradiol and alinity I estradiol customers who received one of the impacted lots. The product correction letter informs the customer that patients undergoing mifepristone therapy should not be tested with the architect estradiol or the alinity I estradiol assays for up to two weeks post their last dose. It also instructs the customer to review the letter with their medical director. The architect and alinity estradiol package inserts will be updated to include new information regarding interference/cross-reactivity between the architect and alinity estradiol assays and the drug mifepristone.

Event description:
The customer reported observing falsely elevated alinity I estradiol results during the peer group test. The customer stated that a sample generated a initial result of 3410.5, with a retest value of 311.69 (target value was 201 with the range being 131-271). It is unknown if mifepristone was being taken in this case. There was no reported impact to patient management.

Manufacturer narrative:
This supplemental MDR is being submitted to add an additional instrument. Section d10- concomitant medical products was updated to reflect this additional instrument.correction to initial result generated by the customer. It was inadvertently entered as 3410.5 but the result was 341.5. Section b5 was updated to reflect the correct initial result value. Additionally, the units of measure was inadvertently omitted- this information has also been added to section b5.

Event description:
The customer reported observing falsely elevated alinity I estradiol results during the peer group test. The customer stated that a sample generated a initial result of 341.5 pmol/l with a retest value of 311.69 pmol/l (target value was 201 with the range being 131-271). It is unknown if mifepristone was being taken in this case. There was no reported impact to patient management.